Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a shaft break occurred. Vascular access was obtained through the right femoral artery. The physician was treating a de-novo lesion located in the moderately tortuous and non-calcified, 3.0mm in diameter, left circumflex artery (lcx). The lesion was pre-dilated with this 2.50x15mm apex balloon catheter at 6 atms. A 3.0x28mm promus stent was implanted in the lcx. Post-dilation was to be performed using kissing balloon technique. A 3.0x15mm apex monorail balloon catheter was advanced over another manufacturers' guide wire into the lcx. This 2.50x15mm apex balloon catheter was advanced over another manufacturers' guide wire into the obtuse marginal (om). While positioning the 3.0x15mm apex balloon catheter into the 3.0x28mm promus stent, this 2.50x15mm apex balloon catheter was pulled back for proper positioning against resistance resulting in the shaft breaking inside the patient. The broken shaft was retrieved from the patient successfully. The procedure was completed with a different device. There were no further reported patient complications. The patient status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).